Manufacturer narrative:
Patient information not provided due to japanese patient privacy regulations. No 510(k) provided as this device is not released for distribution in the united states. Unique device identification(UDI) is not available. A medtronic representative went to the site to test the equipment. Testing revealed that the computer was replaced. The system then passed the system checkout and was found to be fully functional. The computer has not been received by the manufacturer for evaluation.

Event description:
Medtronic received information regarding an imaging device being used for a sacroiliac and thoracolumbar procedure. It was reported that during the use of navigation, the computer became unresponsive and the cursor did not move. After restarting the device, the computer was able to be used again. There was a 15 min delay to surgery and no known impact on patient outcome.

Manufacturer narrative:
The computer for the navigation system was returned to the manufacturer for analysis. The computer was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.